Manufacturer narrative:
The qc recovery data provided was acceptable. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable ca 19-9 elecsys results from the cobas 6000 e601 module. Sample 1 initial result was 49.85 u/ml. The repeat results were 64.55 u/ml and 64.58 u/ml. On (B)(6) 2023 sample 2 initial result was 28.79 u/ml. The repeat results were 36.99 u/ml and 35.93 u/ml. The questionable results were not released outside of the laboratory. The samples were repeated because the initial results did not match the patient's clinical diagnosis.

Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). The investigation is ongoing.